Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
It was found during a periodic review of data received from the field that high impedance was detected on a patient's m1000 generator. The device history records of the generator was reviewed and passed final quality and functional specifications prior to release. X-rays were received and reviewed for patient of the chest ap, neck ap, neck lateral, and chest lateral. The generator was located in the patient¿s upper left chest. The connector pin can be seen coming through the second connector block, and the filter feedthrough wires were confirmed to be intact. The lead was observed in the neck and appeared to be routed toward the patient¿s left chest. A strain relief bend appeared to be present per labeling however a strain relief loop could not be seen. The placement of one tie-down can be clearly seen and appears to be securing the strain relief bend, although it is not placed per labeling. There was a portion of the lead that was routed behind the generator, and the lead wires appeared intact at the connector pins. No sharp angles or gross discontinuities were identified in visible portion of the lead. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician's manual, high lead impedance (>/= 5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. No further relevant information has been received to date.